Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion due to the migration of the left cylinder into the urethra. A revision surgery was performed to remove the left cylinder, plugged the tubing, and placed a malleable device on the left corpora. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.